Event description:
It was reported that (1) emergency medical service was used during a hernia repair. It was reported by the rep that the emergency medical service was fired successfully six times. However add'l firings attempted and were unsuccessful. A new emergency medical service was opened to finish the case. There was no consequence to pt.